Event description:
It was reported via repair work order that the power cord was torn where it enters the plug and the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.